Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure:transvaginal periurethral sling with cystoscopy. The patient underwent the placement of a pubovaginal sling (pelvicol) due to stress urinary. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The patient's medical history is that patient has had tonsils; birth mark removal (r) leg; c-section tubal ligation and a hysterectomy past surgeries.